Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to dust inside the sensor that failed proper function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for a upper gastrointestinal procedure, his olympus evis exera iii xenon light source¿s leds were blinking continuously. According to the initial reporter the patient was moved to another endoscopy room and the procedure was completed. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was dust discovered on the hinge sensor, and after cleaning off the dust, the leds were no longer blinking. Additionally, there was heavy dust discovered inside the unit, and a crack was found on the power switch. If additional information becomes available following the device evaluation, a supplemental report will be filed.